Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 4076 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional asystole due to inhibition of pacing from the right ventricular (rv) lead. The lead was noted with oversensing and low impedance. An insulation breach was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.